Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - one or more cycle advances to next fill when slow \ no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3643ml. The patient had an additional manual drain of 570ml, resulting in a total drain volume of 4213ml. The fill volume was 2400ml. This meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance attempted to contact the nurse on 01/13/2011. A detailed message was left regarding the iipv event and instructing to call should they have any questions. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.